Event description:
A system operator reports losing track during a procedure. The pt had a corneal abrasion due to the procedure, but the surgeon was able to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional reportable information becomes available.